Event description:
It was reported that the customer received multiple occlusion alarms during bolus and basal delivery. The customer's blood glucose level was high went the occlusions occurred. As the customer had changed the cartridge and infusion set, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.